Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the regional repair center identified that device had corrosion in the air/water nozzle. There was no patient involvement.